Event description:
The reporter indicated that he was retained to represent interests for claims arising out of a wrongful death. The reporter claims that the pt's death was a direct and proximate result of receiving a defective and contaminated pacemaker. The pt was implanted with an ela medical pacemaker model t84f and an oscor endocardial bipolar/in-line atrial j lead on 10/12/1995. The pacemaker was explanted on 10/24/1995 and the pt died on 11/12/1995, allegedly due to complications arising from an infection. The reporter stated that a review of the medical records and discussions with the relevant treating doctors in this case indicates the pacemaker was contaimined during the mfg and packaging process. The reporter also stated that despite being admitted to the ICU and implementation of aggressive antibiotic therapy, the pt succumbed to the staphylococcus aureus infection.